Event description:
Information received by medtronic indicated that the insulin pump had a blank display after receiving new battery cap. Customer got a replace battery now alarm. Customer got a failed battery alarm after inserting new battery. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Customer stated that the display did not return after insulin pump restart. Insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The customer was discontinue the use of device.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged blank display (with fault led flashing), frozen display, moisture damage, and broken battery cap found on 8/3/2021. The pump was received without the original battery cap and with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test, download trace and history files using thus, or verify flashing fault led and frozen display due to blank display. The pump was cut open to perform visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2). Pcba 1 and pcba 2 were cleaned with isopropyl alcohol with no effect. Swapped out a test pcba 1 and pcba 2 and the blank display persist. Blank display is due to moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, and force sensor. Unable to download is due to blank display. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery compartment at the corner of the belt clip rails, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, and pillowing keypad overlay. Unable to verify battery cap damage due to missing battery cap. Blank display and moisture damage are confirmed. Frozen display, flashing fault led, and damaged battery cap are unknown. Blank display due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Unable to verify frozen display and flashing fault led due to blank display and pump was received without the battery cap. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.